Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 (air in set) while on the home choice (hc) device during use during cycle 2 of 4. The home patient (hp) stated, the supply bag fell off and became disconnected from the hc. The baxter technical representative (tsr) assisted the hp to cycle power . The hc alarmed with se 2367. The tsr had the hp cycle power and hc proceeded to "press go to start." The tsr informed the hp to start over with new supplies and contact the registered nurse(rn) regarding the alarm. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was "supply bag fell and disconnected". The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.